Event description:
Patient reported a welt that was infected on his right upper arm where the pod had been placed. An x-ray of the area showed "two small fine 6mm in length metallic wire like densities within the soft tissues around the level of the mid to upper arm/deltoid region consistent with foreign bodies in the absence of prior surgery." A few days later, the patient's surgeon performed an excision. The final diagnosis is as follows: mature adipose tissue that is in aggregate 2.3 cm in greatest dimension with acute and chronic inflammation consistent with fat necrosis, no foreign body seen grossly and/or microscopically, no polarized material is seen by polarized lenses. Negative for malignancy. No additional information, including treatment, was provided. The pod was not returned for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition contributed to the patient's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions 'if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."